Event description:
Reporting status: malfunction. Reporting rationale: voluntary product recall. Device issue: shaft damage. It was reported that the stent did not deploy on inflation. It was noted that on the tubing, an unraveling part was visible. This is being filed based on a product malfunction, shaft damage, which has lead the company to initiate a correction and removal activity on 03/26/2009.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and fluid visible in the inflation lumen and in the balloon. The stent implant was stationary on the balloon and between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was a cut in the distal shaft 3.1 cm proximal to the proximal seal for a length of 4 mm. There was 4 mm of outer member that was lifted up away from the shaft. There was some chatter marks on the inside of the cut. The inner member was not damaged. There was no other damage noted to the sds. An attempt was made to deploy the stent implant, but due to the cut in the shaft, fluid leaked out and the balloon did not inflate or the stent implant deploy. Product performance engineering reviewed the incident information and analysis of the returned product. The sds was returned with blood and fluid visible in the inflation lumen and balloon. The stent implant was stationary between the markers of the tightly folded balloon with no damage noted. This is consistent with the reported information that the device was prepared for use, inserted into the body and was not pressurized. Factors that contribute to difficulties deploying include, but are not limited to, ruptures, leaks, air remaining in the balloon after prep, tortuous anatomy, calcification, obstructions in the inflation lumen, or damage to the stent implant. In this case, there was damage reported to the shaft of the sds which appears to have contributed to the failure to deploy. Analysis of the returned product noted there was a cut to the distal shaft and confirmed the reported damage. The blood in the inflation lumen and balloon is also consistent with the damage to the outer member. There was outer member material that was lifted away from the shaft and chatter marks were also noted to be inside of the cut; however, there was no damage noted to the inner member. This type of damage could result from things such as, but not limited to, damage to the sds during the manufacturing process, damage during removal from the package and preparation at the account or during use of the device during procedure from interaction with the anatomy and/or accessory products. There was no reported damage or leak to the device during visual inspection and preparation. It is possible that the damage could have occurred during procedure; however, a conclusive cause can not be determined. A action has been issued to notify manufacturing of the incident and further investigate the cut to the shaft. All further investigation and corrective actions will be documented and tracked. This MDR is considered closed by the product performance group.